Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant was found missing upon opening the implant blister.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One imp,tsv,mcol mg,4.1mm,11m (tsvm4b11) packaging was returned for investigation. Visual inspection of the as returned product identified that the implant vial was already opened, and the implant carrier with its components are missing. The product is alleged not to be used in a patient appropriate documentation was reviewed. DHR review was completed for the subject lot number 64103439. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Review of the package inspection confirmed that all inspected packaging contained the correct quantity and type of part. Complaint history review was performed for the reported lot number (64103439) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: b4: date of this report d4: expiration date and UDI g4: date received by manufacturer g7: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change 'no' to 'yes' h4: device manufacture date h6: evaluation codes h10: additional narrative

Event description:
No further event information is available at the time of this report.